Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2020 at 11:06:36. Review of the event log files revealed that prior to the controller power up event, the controller was last used on (B)(6) 2020 at 15:46:26, indicating that the power up event likely occurred during a controller exchange. Log file analysis also revealed a vad stopped alarm logged on (B)(6) 2020 at 11:06:54 due to the pump failing to restart after several attempts. This vad stopped alarm was followed by an additional controller power up event at 11:09:14, likely due to troubleshooting, and an additional vad stopped alarm at 11:09:44 due to the pump failing to restart after several attempts. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the observed losses of power can be attributed to troubleshooting of the controller and/or a controller exchange. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. Fca cvg-21-q3-21 was initiated for pumps with failures to restart. The serial number of the pump involved in this event was unknown, thus its unknown if the pump was in scope of fca cvg-21-q3-21. CAPA pr00502194 and CAPA pr00532915 investigated pump failures to restarts. Based on the investigation conducted by the capas, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected unsuccessful motor start on the controller. The controller remains in use. No patient complications have been reported as a result of this event.